Event description:
It was reported the needle mechanism did not deploy. The patient's blood glucose level rose to 349 mg/dl. The pod was not worn.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. It completed the priming sequence in an expected number of pulses. Inspection of the device found no issues capable of causing a failure to deploy. The cause of this event could not be determined. The soft cannula was observed to be shortened. It could not be determined when this damage occurred.